Event description:
During a routine hemodialysis treatment, the patient's venous fistula needle dislodged and patient had an unquantified blood loss. Patient did go to the hospital for a dialysis treatment and blood transfusion.

Manufacturer narrative:
Facility staff attribute blood loss to improper securing/taping of the fistula needle; re-training planned per nurse. The user's guide includes adequate instructions to secure the blood access to the patient. Nxstage medical considers this report closed. No additional information will be provided.